Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. Data log was reviewed for evaluation on 02/07/2017. Complaint for a transmitter failure was confirmed. The root cause could not be determined, post investigation.